Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block e1: facility address: (B)(6). Block h6: imdrf device code a1802 captures the reportable event of foreign matter.

Event description:
It was reported to boston scientific corporation that a single action pump was to be used during a transurethral lithotripsy (tul) procedure performed on an unknown date. It was reported that the device was contaminated, and they found hair in the sterile packaging. The procedure was completed with another single action pump device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to 12/01/2023 based on the date the manufacturer became aware of the event. Block e1: facility address: (B)(6). Block h6: imdrf device code a1802 captures the reportable event of foreign matter. Block h10: investigation result the returned irrigation device was analyzed, and a visual evaluation noted that evidence of a foreign matter was inside the pouch. Based on the available information, boston scientific concludes that the reported event was confirmed. After the analysis performed and the evidence found and due to problems traced to manufacturing process the most probable root cause is manufacturing deficiency.

Event description:
It was reported to boston scientific corporation that a single action pump was to be used during a transurethral lithotripsy (tul) procedure performed on an unknown date. It was reported that the device was contaminated, and they found hair in the sterile packaging. The procedure was completed with another single action pump device. There were no patient complications reported as a result of this event.